Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: actual device evaluated. Result: wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The loaner device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, passed dry leak test, passed wet leak test, customer complaint not stated, residue on air/water socket, light carrying bundle distal cover glass middle scratched, hole in # 2 remote control button cover, suction tube mild resistance, lightguide prong cover glass set scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included the distal case/cap, which will be replaced and resealed pursuant to the field correction, and returned to inventory. Distal case/cap, deflector body link, o-ring(0.5x1.3).